Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated they had a patient with normothermia in the arctic sun device with target temperature tt of 37c. The patient was above the target now. Nurse stated throughout the day, had a lower flow rate. The screen said marginal and the water flow rate wfr was between 1.7-1.9 l/min. Nurse asked if the flow rate could be why the patient was above target. Confirmed target temperature tt was 37c, patient temperature pt was 37.9c, water temperature wt was 5c. They have four pads connected with good coverage, no exposed abdomen. Patient was placed on therapy the day before; patient had not been to any procedures. Explained a "normal" wfr for 4 adult pads is typically above 2.3 l/min. However, therapy can run effectively with this flow rate and will not affect cooling the patient. Discussed wfr and heater capacity. Informed nurse the water temp is extremely cold, the device can make 4c water at the lowest. Informed nurse it appears to be patient related. Nurse confirmed she had a bair hugger on the patient for shivering, but the patient was still shivering. Discussed heat generation, recommended treating the shivering per their protocol. Informed nurse we can try to get the wfr to increase if she would like to troubleshoot. Nurse stated they were at shift change; then will pass it along to the night shift nurse and call back to troubleshoot the wfr if needed. No return page. Per follow up information received via phone on 06dec2024, spoke with nurse, they said no changes had been made. The patient remained on the same device and same pads. Therapy was a little slow, but they completed without further issue or need for troubleshooting. They would be unable to provide the sn as they don't document this in the patient file. Device was likely being used elsewhere.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated they had a patient with normothermia in the arctic sun device with target temperature tt of 37c. The patient was above the target now. Nurse stated throughout the day, had a lower flow rate. The screen said marginal and the water flow rate wfr was between 1.7-1.9 l/min. Nurse asked if the flow rate could be why the patient was above target. Confirmed target temperature tt was 37c, patient temperature pt was 37.9c, water temperature wt was 5c. They have four pads connected with good coverage, no exposed abdomen. Patient was placed on therapy the day before; patient had not been to any procedures. Explained a "normal" wfr for 4 adult pads is typically above 2.3 l/min. However, therapy can run effectively with this flow rate and will not affect cooling the patient. Discussed wfr and heater capacity. Informed nurse the water temp is extremely cold, the device can make 4c water at the lowest. Informed nurse it appears to be patient related. Nurse confirmed she had a bair hugger on the patient for shivering, but the patient was still shivering. Discussed heat generation, recommended treating the shivering per their protocol. Informed nurse we can try to get the wfr to increase if she would like to troubleshoot. Nurse stated they were at shift change; then will pass it along to the night shift nurse and call back to troubleshoot the wfr if needed. No return page.